Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit received for will not power on. Replaced the keypad assembly. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06/13/2018 to the present date 10/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the keypad.

Event description:
The customer reported that the device will not power on. No patient involvement is noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not power on. No patient involvement is noted.